Event description:
During a hand assisted low anterior resection procedure, the device broke after it was dialed down and used for about 30 minutes. There was no patient consequence. The case was completed with another device of the same product code.